Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator went into backup mode following magnetic resonance imaging (MRI) despite device MRI procedure being followed. High voltage therapies were not available while the device was in backup. The device was successfully reprogrammed. There were no patient consequences.